Manufacturer narrative:
(B)(4). The customer evaluated the device and verified the reported issue; however after a full charge cycle of the device battery, normal device operation was observed through functional and performance testing. There was no known link between the battery charge level and the reported device issue.  The device has been returned to service for use. The cause of the reported issue could not be determined. The device was not returned to physio-control for evaluation.

Event description:
The customer reported that their device was no longer able to complete a boot cycle. In this condition, the device would not be available for patient use, if needed. There was no report of any patient use associated.